Manufacturer narrative:
There was no report of injury. Several attempts were made to contact the complaint to collect add'l info, but all efforts were unsuccessful. No sample was available for eval. Retention samples were reviewed and found to have no defect.

Event description:
The peg tube was pulled through an existing abdominal opening when the tube snapped in half leaving the disk inside the pt's abdomen. Half of the device was on the outside of the pt and the other half inside the pt. The scope was re-inserted and the other piece was retrieved.